Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: patient age is (B)(6) the month of birth is (B)(6), the exact day of birth is unknown. (B)(6). The full initial reporter¿s address clarification is in progress. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year old patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc breast implant and experienced deflation on the left breast implant. The deflation was diagnosed via ultrasonography. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 250cc on (B)(6) 2018.

Manufacturer narrative:
On 11/19/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view measuring approximately 0.4 cm. Leak testing was performed in accordance with mentor procedures, and two leaks were found on the posterior view of the device. The leaks were caused by two rents measuring less than 0.1 cm in length. Microscopic examination of the rents edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since three rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rents. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the brown material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 11/02/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/02/2018, it was reported to mentor that the intial reporter¿s facility is seoul gangnam-gu sinsa-dong. The serial number of affected product was (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the full address of the initial reporter is unknown. (B)(4).